Event description:
It was reported that during a da vinci assisted surgical procedure, a sharp piece on force bipolar instrument broke and sharp pieces were sticking outside. The surgeon was not able to remove instrument through the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.